Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited a post tether mode dislodgement and embolized. The llp was successfully retrieved, explanted and replaced. The patient then presented inpatient post-implant procedure and it was noted that the new lp exhibited failure to capture and under-sensing. A chest x-ray was performed and revealed that the lp dislodged in the pulmonary artery. The lp was successfully retrieved and explanted. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code in initial report should be "4315, cause not established" rather than "67, no problem detected".